Event description:
The tourniquet did not inflate when turned on. It was applied as usual to patient thigh by physician assistant (pa) prior to surgical procedure. New tourniquet, no visible defect when applied.